Event description:
Additional information was received at a later date that indicated this patient was admitted with the following, dehydration, acute kidney injury with hyperkalemia. The syncope was found related to the hypotension, dehydration, vagal, and elevated blood sugars. The outcome was that the patiet was hospitalized and electrolytes were stabilized. No issue found with the implantable cardioverter defibrillator (ICD) and adverse events.

Event description:
Boston scientific received information that this patient had presented to the emergency room for several bouts of syncope. A request for additional information has been sent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated if additional information becomes available.